Manufacturer narrative:
The insulin pump was received with unresponsive buttons, due to corroded keypad traces. Operating currents could not be evaluated, due to no button response. No blank display or frozen screen was noted. The device was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer stated when he began rewind sequence, the pump completely froze, the buttons would not work, it went to a blank screen, and he tried again and the same thing occurred. Customer's blood glucose was 201 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.